Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) beep is not loud enough. There was no patient harm. The event is not specific to a patient or procedure. The equipment simply does not ¿beep¿ loud enough when in use, therefore not indicating to the pa that it is active/in use.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--changed from code 3273 to code 1016. E device was returned to the factory for evaluation on 05/13/2022. An investigation was conducted on 06/01/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. An electrical evaluation was conducted. A reference power cord was attached to the power supply and the device was switched on. The device was connected to a power cord and the power switch was turned to the "on" position. The device was able to be energized. The green indicator light did illuminate and the device did provided energy to a reference hemopro device and extension cable. The beep that occurs when the reference harvesting device was the normal beeping. There were no visual or audio defects observed with the sound of the power supply. Based on the returned condition of the device, and the evaluation results, the reported failure "low audible alarm" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.